Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 he product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and advised the customer to isolate the issue by testing multiple scopes, cleaning scope contacts, reseating the communication cable, and evaluating whether the error persisted across devices. It was determined that if the issue persisted, the affected scope or system components would require evaluation at the national service center. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed scope communication error (b30). The event occurred during inspection for use. There were no reports of patient involvement.